Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead integrity alert (lia) triggered by non-sustained ventricular tachycardia (vt)/high rate episodes due to double counting of r wave morphology during probable agonal/ventricular fibrillation (vf) dysrhythmia resulting in a possible inappropriate shock. The lead remains in use. No further patient complications have been reported as a result of this event.